Event description:
A surgeon reported that during a procedure, large amounts of air entered a patient's eye, which caused him to have poor visibility. There were no issues during prime and the air was removed from the irrigation line before starting surgery. The surgeon indicated it seemed as if the air valve was open.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).